Manufacturer narrative:
Continuation of concomitant: 0155 lead implanted: (B)(6) 2000.

Event description:
It was reported that there was intermittent far field r-wave (ffrw) oversensing observed. The right atrial (ra) lead remains in use. No patient complications have been reported as a result of this event.